Event description:
Plaintiff alleges that as a direct and proximate result of the exposure to latex gloves, plaintiff has suffered physical injury and damage and has contracted severe and irreversible type-I latex allergy, which is believed to be permanent and life threatening. Further alleges that in the past and will in the future experience physical injuries, pain and suffering, loss of enjoyment of life and lost wages.